Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 medwatch reports for the same event. Also see: 3002806535-2015-00048.

Event description:
It was reported that the patient underwent a hip replacement on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor. No further information has been received.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 130 nmol/l and chrome 290 nmol/l) are elevated according to the nov guidelines. (B)(6) data indicate a cup inclination angle of 42 degrees with an anteversion angle of 17 degrees. On radiographs dated (B)(6) 2007 and (B)(6) 2012 the cup inclination angle was measured at 44 and 42 degrees. It was not possible to measure the anteversion angle on both radiographs. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. Reference is also made to the IFU (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the warnings section: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ the hip stem was noted to be central in the femur. Due to insufficient data the existence of the pseudotumor could not confirmed and it also was not possible to identify its cause which led to the reported revision surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2012 due to aseptic pseudotumor.